Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 3ml luer-lok¿ syringe has been found experiencing 54 occurrences of packaging issues before use. The following has been provided by the initial reporter: we are identifying several syringes with sealing problems. Incident noted during separation. When removing the material from the box it was identified problems with sealing: empty packaging and loose syringes. Customer email on (B)(6) 2019 that 54 units were affected, who are having sealing problem, there was no needle related deviation.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe packaging seal failure. The cause for the problem is failure at seal station at packaging machine, caused by temperature variation, with caused the seal failure. To mitigate the failure mode will be performed the replacement of the sealing, forming and gasket tools for 3ml line, documented according (B)(4). H3 other text : see h.10.

Event description:
It has been reported that the bd plastipak¿ 3ml luer-lok¿ syringe has been found experiencing (B)(4) occurrences of packaging issues before use. The following has been provided by the initial reporter: we are identifying several syringes with sealing problems. Incident noted during separation. When removing the material from the box it was identified problems with sealing: empty packaging and loose syringes. Customer email on (B)(6) 2019 that (B)(4) units were affected, who are having sealing problem, there was no needle related deviation.